Manufacturer narrative:
The device was returned and evaluated, and the customer's allegations were confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus when the high flow insufflation unit was turned off, the patient¿s body fluid refluxed slightly into the device. The device was used for a therapeutic procedure, (transanal total mesorectal excision). The procedure was completed and there was no reported patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the patient's fluid entering the subject device with reflux was unable to be identified. Olympus will continue to monitor field performance for this device.